Event description:
Reported by the complainant as follows: customer admitted to hospital (B)(6)-2010 with closed head injury post (B)(6) motor vehicle accident. Had fms inserted (B)(6)-2010. (B)(4)diarrhea; cause unk. Negative for c-dif. Was receiving tube feedings; anti-biotic therapy; and was on a ventilator. Had 45 cc fluid or less in fms balloon. Developed streaks of blood in stool 05-29-2010. Fms removed; tip intact. Customer with large amount frank blood with clots from rectum for 1 hr post removal. Bedside endoscopy done by (B)(6) to cauterize a medium size rectal ulcer distal to the dentate line. Bleeding resolved. Fms was not reinserted. Customer rec'd blood transfusion; amount unk. Was receiving lovenox at the time for dvt prevention. Did not require longer hospital stay because of issue. Was removed from ventilator and has been discharged from acute care to rehab facility.

Manufacturer narrative:
Reported to the FDA on (B)(4), 2010. (B)(4).